Event description:
Patient's family was placing her on podiatry chair. Patient turned to a prone position and while doing so, the chair started going backwards until the patient was totally vertical. Patient never did fall from chair.